Manufacturer narrative:
Submit date: 05/20/2016. An investigation is currently underway. Upon completion, a full report shall be provided.

Event description:
It was reported to covidien on (B)(6) 2016 that the customer experienced an issue with an avi unit. When the unit was serviced on (B)(6) 2016, it was discovered that there was a damaged power cord with exposed copper wires.

Manufacturer narrative:
A review of the device history record shows this device was released meeting all manufacturing specifications. An investigation of u6060 a-v impulse controller for the reported condition was performed. A review of the information in the complaint file indicates this investigation was performed by a medtronic technical center for the reported condition of; a damaged case and a service finding of a power cord with exposed copper wire. Therefore, this report will be based on information provided by the technical center. The u6060 a-v impulse controller was evaluated and the customer reported issue was confirmed; the unit's rear case was damaged and the power cord had exposed copper wire. The cause of the reported condition for the damaged power cord is due to handling. The damaged case and power cord were replaced to correct the reported issue. The unit passed all initial testing after failure analysis repair instructions were completed.